Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same patient as: 2134265-2009-04931, 2134265-2009-04932, 2134265-2009-04933, 2134265-2009-04936, 2134265-2009-04937, 2134265-2009-04938. It was reported that post a coronary drug eluting stenting treatment procedure, an occlusion, arrhythmia and death occurred. Four taxus express2 stents (2.50x20mm, 2.50x24mm, 2.75x24mm and 3.00x32mm) as well as at least 2 non bsc stents were placed in the left anterior descending artery in 2009. The next day, two 2.50x16mm taxus express2 stents were placed in the rca. Approximately 5 months later, the patient presented with ischemia. An echocardiogram was performed, and due to worsening patient condition an urgent catheterization procedure was required. A total occlusion was found in the stented vessel. The physician attempted to treat the occlusion by dilation with an apex balloon and insertion of an intra-aortic balloon pump. During treatment, the patient experienced ventricular fibrillation. After 40 minutes of cardiopulmonary resuscitation, the patient expired. The physician noted that the cause of death was due to the occlusion in the stented vessel. It was reported that the patient was taking aspirin and 75mg plavix at the time of the event. Additional information has been requested, but is not available.